Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and stenosis are listed in the xience v instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that over 3 years post xience v stent implantation in the 1st obtuse marginal artery, the patient experienced angina. Reportedly, there was new blockage in the vessel that did not involve the index stent. The patient was hospitalized and treated with medication. On (B)(6) 2010, a xience v stent was placed in the target vessel. On (B)(6) 2010, the patient was discharged. On (B)(6) 2011, an angiogram was done showing all stents were widely patent. There was no additional information provided.